Manufacturer narrative:
This is a known issue and no eval will be performed on the customer's device. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a mfg or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. Product labeling for this device states, "caution: not for high pressure infusion." This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported a tubing rupture while in use with a power injector; subsequently blood loss was noted. During a CT scan, the tubing set was being used to deliver an unspecified volume of normal saline, at a rate of 2ml/sec, via a medrad power injector. It was reported that immediately after the delivery started, the tubing ruptured at an unspecified location. An unspecified volume of blood loss was noted. The tubing was clamped using the slide clamp. The tubing set was replaced and the procedure was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.